Event description:
It was reported that during a coronary stent procedure, the stent dislodged. After suction of liquid plaque with percusurge, direct stenting with the express2 was attempted. An occlusion balloon was used with the express2. After deflation of the occlusion balloon, the express2 crossed the lesion, and the occlusion balloon was inflated without success. All of the devices were removed as one unit to exchange the occlusion balloon. The stent dislodged in the mid rca during removal, however, the physician did not notice. After replacement of the occlusion balloon, the express2 was reinserted and the balloon was inflated to deploy the stent, at this time, the physician realized the stent had dislodged. The stent was located in the mid rca and another MFR's stent was used to secure the undeployed stent. Pt status was reported as "good".